Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Photographs of the device have been provided to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lumen has kinked, creating blood flow problems. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: the sample was not returned for evaluation; however, three electronic photos were provided for review. Based on the photo review, the investigation is confirmed for the reported catheter kink. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Potential contributing factors include repeated clamping in the same location, excessive force, mechanical damage and chemical degradation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter lumen has kinked, creating blood flow problems. There was no reported patient injury.